Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that this phenomenon was attributed to the peeling due to the aging deterioration and so on considering passed years from the manufactured year, or the external force such as rubbing hard being applied to the ultrasonic transducer of the subject device in the use including the reprocessing.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the ultrasonic transducer of the subject device was partially peeled off. There was no report of patient injury associated with the event.